Manufacturer narrative:
Please note section d-6 of original report gives catalogue number of 502006; this is not a valid catalogue number or lot number. The identification of the product and lot is unknown. See corrected section d-6. Customer follow-up reported the catheter did not deflate due to pt intervention. It was found outside the pt and tested by filling with fluid and observing a slow leak in the valve. The sample was not returned. A search of co's records found no other complaints of this nature back through 1997. Without the actual sample, co is unable to determine an exact cause of the reported problem.

Event description:
Customer reports, a foley was inserted during surgery. The surgical procedure was a bilateral pelvic lymph dissection, with radical retropubic prostatectomy and lower anterior bowel resection. The pt went into recovery at 1235 and the foley was in place. At 1240 the pt became very combative and the foley was noted to be out of the pt with the balloon deflated. The surgeon was called to the recovery room and arrived at 1330 to replace the foley. His attempts were unsuccessful and the pt was returned to surgery at 1400 for pelvic exploration and placement of the foley catheter. Reportedly, the foley was examined by the surgeon and he concluded that there was a slow leak in the balloon valve.